Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. The omnipod¿s user guide warns to ¿to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs," and "if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.¿

Event description:
The patient reported after wearing the pod, he noticed his site was big red, swollen, hard bump and in the size of a dime. He went to see his doctor who prescribed him with antibiotics and antibiotic cream for his site infection.